Manufacturer narrative:
Additional info has been requested and if received will be provided on a supplemental report. Same pt event as MDR 8031020-2010-00081.

Event description:
It was reported, "during a surgical procedure, the screws involved were broken".